Event description:
It was reported when a patient presented in clinic during follow up, post-paced t-wave oversensing was observed. Far r oversensing was also noted. The device was reprogrammed. No further information on the patient condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.